Manufacturer narrative:
(B)(4). The reported confianza pro with its separated tip and the snare used for fragment removal were returned for evaluation. Originating from the proximal solder set at 200mm from the tip for the purpose of fixing the coil onto the core, the coil was found elongated distally for approximately 660mm and then fractured. The core was found fractured at approximately 190mm distal to the proximal solder. The fracture end of the coil was twisted and had a relatively flat fracture surface, indicating that the coil fracture was most likely attributed to torsion generated when the coil was pulled and straightened. Observation of the core fracture end by scanning electron microscope (sem) found a spiral pattern of dimples on the flat fracture surface of the core and helical marks on the side of the core shaft near the fracture end. These findings indicated that torsion had contributed to the observed fracture of the core. On the distal side of fracture, the coil was found elongated and gathered distally to form a mass around the distal end. The fracture end of the coil was twisted and had a relatively flat fracture surface just as observed on the proximal side of the fracture. There were no wire fragments such as coil fragments found on the returned snare. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the rotating stress generated with wire manipulation was locally accumulated on the guide wire likely when the wire tip was being caught by the lesion. The accumulated stress would exceed the product's design limit, and therefore, make the core fracture. Further applied tensile stress generated with removal made the coil to elongate and eventually fractured. Consequently, the distal segment of the confianza pro guide wire was detached. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the returned device, a possibility could not be completely ruled out that some tip fragment(s) might be left in the patient. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi confianza pro guide wire had fractured during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) lesion in the middle right coronary artery (rca). The confianza pro was used with an asahi tornus pro catheter and reached near the distal end of the lesion. When attempting to change the confianza pro to a gaia next 2, the tip of the confianza pro was found stuck. When rotating and pulling the guide wire, a crack-like gap was noted at the distal segment of the guide wire on angiogram. When removing the confianza pro together with the tornus pro, the wire tip fractured and remained in the patient. Then, a snare was used to successfully retrieve the separated wire tip. The procedure was resumed and completed successfully with stent deployment. There were no adverse patient effects associated with this event. The patient was reportedly fine after the procedure.